Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection at the generator incision site following vns placement surgery. The patient was prescribed antibiotics and the infection resolved. The physician did not suspect that patient manipulation or trauma contributed to the infection. A review of manufacturing records showed that both the lead and generator were sterilized prior to distribution.